Event description:
Customer reported via phone, the insulin pump alarmed no delivery at night and since the alarm she has changed the infusion set five times. Customer's blood glucose went up to 600 mg/dl, treated with manual injections. Customer mentioned she felt sick and started to throw up. Call was transferred for further assistance. Customer's current blood glucose was 200 mg/dl. Troubleshooting was performed and it was determined the cannula on the infusion set was bent and may have caused the occlusion. Customer was advised to do a complete set change. The insulin pump is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.